Event description:
It was reported that a patient was not feeling stimulation on their right side and they were not getting pain relief on the right side of their body. It was reported that the implantable neurostimulator (ins) had "completely quit working" on that side. It was stated that the problem had begun two days prior to the report. It was reported that the patient's settings were "right side: 2 3.90" and "left side: 1 6.00". It was not clear what that meant. It was reported that the patient increased stimulation to 10.0v and still did not feel stimulation on the right side. It was noted that the patient had an appointment with their health care provider (hcp) on (B)(6) 2013. Additional information received reported that there were high impedance values of greater than 10,000 ohms. An x-ray had been done, but they did not see any breaks in the system. It was noted that all of the impedances were greater than 10,000 ohms. It was noted that not all of the reference electrodes were looked at. Additional information received reported that the patient had a doctor appointment on (B)(6) 2013 because one side of the stimulator was not working. It was stated that "the guy did testing on it and came up with something that was malfunctioning". It was noted that an x-ray was taken to see if the wires were in tact, and the doctor confirmed that "everything was still intact". It was reported that this had started occurring "a couple of months ago in (B)(6) 2013".

Manufacturer narrative:
Product ID: 748940, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 748940, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 7435, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer. Patient product ID: 3998, lot# v010367, implanted: (B)(6) 2007, product type: lead. (B)(4).